Event description:
As part of treatment of a 100% calcified occlusion in proximal rca, atlantis imaging catheter was used for visual diagnosis. The imaging catheter was used after the vessel was dilated with a 1.5 mm balloon catheter. The type of balloon catheter is unknown. The imaging catheter was able to provide images, however due to heavy calcification, it felt restricted and there was resistance during movement, causing the distal potion of catheter to detach during removal and remained in the guide catheter (not the patient), and was retrieved upon removal of the guide catheter. There was no adverse impact to the patient, and patient condition is good.